Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. The user reported that the table started drifting to the foot end by itself and started moving up until it reached the maximum height. There is no report of impact to the state of health of any patient or operator involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No root cause for the reported table behavior could be determined. A detailed analysis of the provided log files showed that the problem occurred after system startup at 17:19:57. During startup of the stand control unit (scu) an active dead man grip (dmg) was detected by the system. The system displayed the message "deactivate dmg or call service" to the user. It is assumed that either a deflected joystick or a hanging button on the oib initiated the reported movement. The potentially defective oib could not be investigated because it was not returned for investigation. The affected system is equipped with a siemens operating room (or) table. The table movements can be controlled by three user interfaces: two table control modules (tcms) located at the or table, a hand control and a footswitch. The hand control as well as the footswitch is connected via the operating table interface board (oib) to the system. Or table movements are at low speed only (<250 mm/sec). The system is equipped with several safety mechanisms which will help to prevent collisions during unit movements. Collision computer: a computer constantly calculates all possible collisions between the stands/c-arm(s) and the patient table. Speed reduction for all movements providing ample time for the user to press one of the nearest emergency stop buttons: movements are stopped immediately when an emergency stop button is being pressed by the user as described in the operator manual vol. 1, chapter - safety notes and radiation protection. The speed is automatically reduced for movements in the collision area or in particular system positions and movement is stopped, if necessary by collision sensors: in case of a collision, sensors, e.g. On the flat panel detector covers, will automatically stop the movement. The service engineer replaced the control modules and the operating table interface board. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.